Event description:
A malfunction code, malf 12, was reported, and the customer was assisted in resetting the pump by technical support. There was no reported impact to the customer¿s blood glucose level as the value was unknown. The customer received instructions on how to reset the pump, and there was no recurrence of the malfunction code after resetting. The customer was advised to contact support again if the issue reappears and acknowledged these instructions.